Event description:
Customer reported being hospitalized for high blood glucose. Troubleshooting was performed and customer confirmed that settings were fine, pump appeared to be operating normally. Customer called back to run the hp test because pump displayed no delivery within 5 units but there was no audio or vibrate. Suggest to discontinue pump use and go to back up plan.